Event description:
It was reported that the customer¿s pump displayed a dosing stops soon message associated with a freestyle libre 3 plus sensor showing unavailable status, and the sensor pairing initially failed until the user rescanned and manually entered a blood glucose, after which pump readings resumed. No adverse clinical symptoms reported and stable blood glucose. Outcomes included no medical intervention and no hospitalization. User support included customer support troubleshooting and user education, including sensor rescan and manual blood glucose entry to restore data flow. Investigation of this case revealed a resolved sensor communication or pairing issue with the continuous glucose monitoring component, with function restored after user guidance. It was concluded, based on previously established findings for similar reports, that the cause was user-dependent setup or connectivity interaction consistent with use error or transient communication failure.